Event description:
In a literature review, it was reported that following intraocular lens (iol) implant surgery, the pt reported blurred distance visual acuity, difficulty reading under mesopic circumstances, and halos at night. Because spectacle correction resulted in limited improvement and the pupil was large, the iol was exchanged for a monofocal lens. Following the lens exchange, the uncorrected visual acuity was 20/20 or better with resolution of blurred vision and photic phenomena. Additional info has been requested. There are four medical device reports associated with this event. This is the second of four reports.

Manufacturer narrative:
Product eval: the product returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: not enough info was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional info has been requested. (B)(4).